Event description:
Black foreign matters were found on the tip of the device before opening the package. There were no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.